Manufacturer narrative:
Device lot number unavailable. UDI not available. The laser fiber was returned to the manufacturer for analysis. Analysis found that the lure lock on the fiber was loose on the cooling catheter and were not able to lock on. The threads on the lure lock appeared to be thinner than normal not allowing the mating piece on the catheter to lock. The lure lock continues to spin without locking. Analysis found that the reported event was related to a mechanical issue. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that when assembling the system's laser fiber before the case, the laser fiber lure lock would not screw tight onto the cooling catheter. The scrub tech did not over-tighten it; it would not tighten. The site utilized a backup laser. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a delay in the case due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was no delay in the case due to this issue.